Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user attempted to replace foley catheter due to balloon abnormality and urine leakage, but the catheter was cut off because water could not be drained.

Event description:
It was reported that the user attempted to replace foley catheter due to balloon abnormality and urine leakage, but the catheter was cut off because water could not be drained.

Manufacturer narrative:
The reported event was inconclusive - poor sample condition. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Visual inspection noted catheter was cut into 6 pieces. There was high salt accumulated in drainage lumen in all 6 pieces. High accumulation of salt may caused blockage at drainage eye which caused the urine to leak at the catheter side. However, unable to perform evaluation due to poor sample condition. The potential root cause for this failure could be due to blocked drainage eye/lumen or no drainage eye or user related (salt accumulation). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.